Event description:
During routine testing, the user found that when energy outputs of 200 joules or greater were set, the output was low. Below 200 joules the output was normal. There was no pt involved. The problem was a broken lead on capacitor c25 in assembly. The bend handle on the unit tends to indicate that it was dropped from a significant height. Such a drop would account for the broken lead. The event is not occurring more frequently or with greater severity than is usual for the device.